Manufacturer narrative:
E.1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
End user states "he thought that the glide and the gentle cath were the same and he noticed that the gentle cath was less expensive. He has used about 40 catheters from a box but found it painful to catheterize. He could not say if the pain was on insertion or removal. He says he used a lot of lubricant, but it was still painful. He has an episode where there was a small amount of bleeding. He stopped using the product as he as catheterizing 4-5 times a day. It is unclear if he stopped catheterizing altogether as he mentioned that he is now voiding small amounts but often. He was seen by a nurse from his clinic and was told he has an infection. He was started on an antibiotic. He will be seeing the urologist this friday. He had sampled the glide in the summer, and he does not remember it being uncomfortable."